Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional patient effects of death and malfunction reported in the article are captured under separate medwatch reports. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article titled " left atrial appendage closure in patients with failure of anticoagulation therapy: a multicenter comparative study between doacs and vkas ".

Event description:
The article, "left atrial appendage closure in patients with failure of anticoagulation therapy: a multicenter comparative study between doacs and vkas", was reviewed. The article presented a retrospective, multicenter study to compare the safety and the efficacy of post-left atrial appendage closure (laac) long-term assumption of direct oral anticoagulants (doacs) vs. Vitamin k antagonists (vkas) in this population. Devices included in the study were amplatzer amulet, watchman, watchman flx, and lambre. The article concluded long-term doac assumption was associated with higher free from primary and secondary endpoint with respect to vka in non-valvular atrial fibrillation (nvaf) patients undergoing laac for oac failure. [The primary and corresponding author was alberto preda, asst grande ospedale metropolitano niguarda, 20162 milan, italy, with corresponding email: alberto.preda@ospedaleniguarda.it]. The time frame of the article was from march 2012 to march 2023. A total of 132 patients were included in the study, of which 73 (55%) received an abbott device. The average age was 69 years and the majority gender was male. Comorbidities included smoking, hypertension, obesity, dyslipidemia, chronic kidney disease, diabetes mellitus, coronary artery disease, peripheral artery disease, atrial fibrillation, stroke, transient ischemic attack, and thrombosis.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article titled " left atrial appendage closure in patients with failure of anticoagulation therapy: a multicenter comparative study between doacs and vkas". Summarized patient outcomes/complications of amplatzer amulet were reported in a research article in a subject population with multiple co-morbidities including smoking, hypertension, obesity, dyslipidemia, chronic kidney disease, diabetes mellitus, coronary artery disease, peripheral artery disease, atrial fibrillation, stroke, transient ischemic attack, and thrombosis. Complications reported included all-cause death, stroke, transient ischemic attack, systemic embolism, pericardial effusion, bleeding, residual shunt, thrombosis; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.